Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred.   The 95% stenosed, eccentric, de-novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Predilation was performed with a 3.0x15 nc quantum balloon catheter. A 3.00 x 38 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, significant resistance was noted and upon removal, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.